Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results from a single patient samples that were generated by the unicel dxi 800 access instrument. The initial accu tni result was 1.503ng/ml and 1.316ng/ml upon repeat. The sample was tested on a different instrument in the customer's lab and the initial accu tni result was 1.144ng/ml, and 0.290ng/ml upon repeat. The sample was re-centrifuged and accu tni results were lower: 0.031ng/ml and 0.042ng/ml. The sample was then re-tested on the unicel dxi 800 access instrument and the results were also lower: 0.088ng/ml, 0.067ng/ml, and 0.051ng/ml. A 2nd sample was tested several times, and recovered within the risk stratification range: (0.03ng/ml - 0.175ng/ml). (The 0.03ng/ml value was obtained after sample re-spun). A 3rd sample was collected on the next day, and four (4) results in the range of: 0.077ng/ml - 0.613ng/ml were obtained. The erroneous results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. The specimens were drawn from a central line into lithium heparin tubes with gel separators. The samples were centrifuged at 3,500 rpm for 6 minutes. Samples in question were re-centrifuged prior to repeat testing. No other assays or results were questioned at the time of this event. A field service engineer (fse) was not dispatched to the customer's lab due to customer declining service as the event was isolated to one patient's samples. Per customer, the instrument performance was acceptable. The customer believes that poor sample integrity may have contributed to this event. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.